Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 95% stenosed lesion being treated was located in the severely calcified, mildly tortuous, right coronary artery. The lesion was predilated, then the physician advanced the 38 x 2.75mm taxus liberte stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that the stent was damaged at the distal end. The procedure was completed with another pre-dilation of the lesion and implanting a 3.0x38mm taxus liberte stent. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).